Event description:
While the central station was in use monitoring pt's along with telepacks at the bedsides, the central station displayed a windows error message "osc. Exc failure has occurred, windows has shut down" and crashed. No pt injury was reported.